Event description:
It was reported that on (B)(6) 2026, the omnipod phone application was not functioning correctly and displayed an error message indicating that the app needed to be reinstalled. Following reinstallation, the therapy settings were removed, and the patient was unable to re-enter them, as her healthcare provider did not have a copy available. Due to the inability to use the omnipod application, the patient experienced elevated blood glucose levels. No specific blood glucose values were reported. The patient subsequently began feeling unwell and developed symptoms including vomiting, which prompted her to seek medical attention. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis. No information was provided regarding the treatment received during hospitalization. The patient remained hospitalized for the day and was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.8 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.